Event description:
The hospital reported that a cytology brush broke during a diagnostic bronchoscopy. The hospital alleged that the tip of the brush could possibly be in the patient and/or inside the bronchoscope channel. The patient has been reportedly doing fine.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed that the instrument channel is clogged with unknown material that appears to be a part of a brush. This phenomenon was most likely the cause of the user's experience. This report is being filed as an MDR in an excess of caution.